Manufacturer narrative:
Reported event of parylene coating peeling/delaminated was confirmed. Visual inspection found delamination and peeling of the device¿s parylene coating upon receipt. Analysis of device image indicated battery voltage was at elective replacement indicator (eri) level. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing and high voltage charging were found to be normal. Further manufacturing investigation was also conducted and there were no manufacturing related causes identified. The reported condition of parylene coating anomaly is consistent with expected aging phenomena.

Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), peeling of the device parylene coating was observed. The device was explanted and replaced. The patient was in stable condition.